Event description:
This complaint is reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a 38x2.75mm taxus liberte drug eluting stent. The 70% stenosed target lesion was located in the moderate tortuous and severly calcified left anterior descending (lad). The vascular access site was femoral and intravascular ultrasound (ivus) was not used. The procedure was completed with a plain old balloon angioplasty (poba) and there were no pt complications. No pt injuries and complications were reported. The pt's condition noted to be "good". However, the analysis of the returned product confirmed shaft break.

Manufacturer narrative:
Examination found that the hypotube had broken approximately 1.02m distal from the port region. The device was kinked at the point of separation. The hypotube also had kinked approximately 45.5cm distal from the port region. This type of damage is consistent with excessive force being applied to the delivery system. The proximal section including the hub of the device was not returned. A review of the mfg documentation for both the top assembly batch found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.